Manufacturer narrative:
Analysis of the catheter found damaged occurred to catheter body and/or guidewire during implant procedure.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the catheter had been kinked at the catheter tip prior to use. The event occurred during procedure. The stylet was so kinked and coiled that the catheter would not thread through the needle. The event occurred during the procedure. Actions included using a different product. There were no patient symptoms or complications associated with the event. It was an out of box failure. The outcome of the procedure was a successful one. The pump system was delivering gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.